Event description:
The anesthesiologist was placing an epidural catheter in a patient in labor. During placement of the catheter, it was noted that circular metal fragments/shavings came out of the toughy needle included in the epidural kit. This is the second such event for this kit in the last 7 months. There is a risk of introducing metal fragments and debris into the epidural space. Our understanding is that that toughy needle is made of non-MRI compatible metal increasing the risk to the patient if unknowingly retained during insertion. The patient was not harmed in this event, but there are concerns over the quality of the manufacturing.